Event description:
During ivc filter placement there was a premature deployment of the filter to an unsatisfactory placement. Multiple retrieval attempts were unsuccessful, first with a snare and then with forceps. Just prior to terminating the attempts the pt became hemodynamically unstable. A rapid response was called but the pt expired. St elevation was noted on telemetry and reason for death was likely st elevation mi. Autopsy was declined.